Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: the pump was not explanted at the time of death. It was reported that the patient had stopped taking coumadin. A correlation between the device and the reported hemolysis and pump thrombosis could not be determined through this evaluation. The instructions for use lists device thrombosis and hemolysis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt was noncompliant with her anticoagulation medication in that she stopped taking her coumadin, and the pump thrombosed. The pt was not a candidate for a pump exchange. Support was withdrawn.

Event description:
Additional information was received from the intermacs registry stating: patient returned to hospital with acute anemia/hemolysis. Hgb was 6.2 and ldh 3900. Patient has long history of non-compliance with anticoagulation. Due to patient not accepting blood and the severe drop in hgb, device exchange was not possible.